Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative tested the device but was not able to reproduce the reported issue. The shaft angle encoder was replaced as a precaution and a serial readout was performed and sent to livanova (B)(4) for further evaluation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the s5 double head pump being used for cardioplegia delivery displayed an error message during a procedure. The customer was able to clear the error by powering off the pump and turning it back on. The customer reported that the error was observed twice but did not return following the restart. There was no report of patient injury.

Manufacturer narrative:
The replaced shaft angle encoder was returned to livanova (B)(4) for further investigation. During the evaluation the reported issue could be confirmed. It was found that one of the two encoders inside the shaft angle encoder was defective and led to the reported issue.